Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, there was a tighten assembly alert screen, the active blade broke. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # p91l0h. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was connected to a test hand piece and a gen11, during functional testing it was noted that the hand activation buttons were nonfunctional. When tested with the foot switch an alert screen was displayed. The device was disassembled to inspect the internal components. Corrosion was found at the hand activation domes. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. A batch history record review was performed, and a protocol was created during the manufacturing of this batch but was not related to the event description. Additionally no defects or nc related to the complaint were found during the manufacturing process.